Event description:
Customer performed a blood glucose test and received a result of 121mg/dl. The customer later passed out. When they woke up family member gave patient honey. They tested blood glucose again and got a reading of 407mg/dl. 45 minutes later the reading was 36mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.